Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: prolift pelvic floor repair, product code: pfrt01, (B)(4), mfg date: 02/15/2006, exp date: 01/31/2007. Gynecare tvt obturator, product code: 810081, (B)(4), mfg date: 01/06/2006, exp date: 12/31/2006. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2006 and a sling and a pelvic floor repair mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures, including an excision of the exposed mesh in (B)(6) 2010. No additional information was provided.